Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose between 50 mg/dl and 60 mg/dl during the night and believes that the insulin pump was over delivering insulin. Customer treated with food. Customer reported that they were using auto mode feature. Customer was advised to check for the accuracy of the pump¿s functionality when a low blood glucose is received. Insulin pump is not expected to return.